Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that their implant was replaced on (B)(6) 2018 because the previous one wasn't working well since it wasn't implanted correctly. No patient symptoms were reported. No further complications were reported or anticipated with this event.